Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the depleted battery and therefore the AED and battery pack were requested to be returned so they could be evaluated and tested. Although requested, the AED and battery pack have not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported a customer's AED will not power on with its battery pack but it will power on with a spare battery. They reported that this did not occur during patient use.